Event description:
Clinical narrative: (us) an adult male patient of unknown age presented with acute myocardial infarction (ami) complicated by cardiogenic shock, with a pre-support condition consistent with society for cardiovascular angiography and interventions (scai) stage d shock. The patient was supported with an impella cp with smartassist (impella cpsa) inserted via the right femoral artery. During support, the physician reported that the patient was experiencing delirium and damaged the clear purge sidearm tubing and broke the sidearm. Excessive force was reported to have been applied. A low purge pressure alarm subsequently occurred. The purge sidearm retainer was not in use, and a purge sidearm bypass was not performed. Clinical support personnel recommended pump replacement due to the reported purge sidearm damage. The reported damage was associated with patient-related excessive force during an episode of delirium. At the time of the event, the patient was reported to be stable and not dependent on impella support. The physician planned to discuss the recommendation for pump replacement with a senior physician. The device was later explanted, and the patient was reported to have survived the explant procedure. Additional follow-up information indicated that the patient expired approximately two hours after explant. Based on the information available, the death is more likely attributable to the patient's underlying acute myocardial infarction and scai stage d cardiogenic shock.

Manufacturer narrative:
A2. Patient age at the time of event is unknown. A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.